Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient had not used and charged his ipg for approximately 3-4 months. The sjm representative confirmed the ipg was inoperable. Additionally, the patient experienced heating and 'pressure' at the ipg site with charging and the sensation persisted regardless of stimulation. Surgical intervention is planned as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. The patient is reportedly 'doing well' following surgery. The issue of heating and pressure at the ipg site has resolved.